Manufacturer narrative:
The investigation summary is as follows: vygon examined the returned sample. The catheter was shortened from the distal end at 10cm. The catheter leaked at the fixation wing and a microscopic inspection showed that the catheter was partly torn out of the fixation wing. During this examination of the junction cathteter/wing a radial tear was visible and the catheter partly had been torn out of the wing. Based on the product incident report, the customer used alcohol based chloraprep as a disinfectant. Vygon recommends using caution when disinfectng these types of devices: -be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it -avoid any contact of the catheter tubing to alcohol containing disinfectants -never use organic solvents such as alcohol directly on the catheter, it may weaken the material. If an alcohol based disinfectant is used on the insertion skin area, it must dry completely before exposing the catheter to any mechanical stress vygon also examined the batch history records, and no abnormalities were found. Each catheter is leak and flow tested during production and the tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are carried out. In total, there have been 9 complaints received for batches 8026034, 8035199, and 8036756, and 9 complaints regarding a separated catheter tube on code 4g07125231 within the last three years. Because the catheter worked for ~20 hours before the leak began, vygon does not believe this was caused by manufacturing. No further corrective action will be initiated at this time. Vygon will continue to monitor for this issue.

Event description:
PICC was placed in the right arm at 4:30 on (B)(6) 2019. Surgicel was used on insertion. At 14:00 on (B)(6) 2019 the line was pulled back 0.7cm and redressed. It was noted that there was fluid oozing from the insertion site. Gause wrap was placed over the dressing per order and reassessed frequently. At 1:05 on (B)(6) 2019 the PICC dressing was noted to be "lifting and tenting" and lipids were noticed under the dressing. The PICC was removed and flushed and found to be leaking where the catheter joins the hub. A new piv was placed until a new PICC could be. No apparent harm to patient.

Manufacturer narrative:
The failed sample was returned to vygon and will be evaluated as part of the complaint investigation. The results of this investigation are still pending and will be communicated with FDA within 30 days of completion.

Event description:
PICC was placed in the right arm at 4:30 on (B)(6) 2019. Surgicel was used on insertion. At 14:00 on (B)(6) 2019 the line was pulled back 0.7cm and redressed. It was noted that there was fluid oozing from the insertion site. Gauze wrap was placed over the dressing per order and reassessed frequently. At 1:05 on (B)(6) 2019 the PICC dressing was noted to be "lifting and tenting" and lipids were noticed under the dressing. The PICC was removed and flushed and found to be leaking where the catheter joins the hub. A new piv was placed until a new PICC could be. No apparent harm to patient.